Event description:
During service on december 22, 2022, the autopulse platform (sn (B)(4)) failed the load cell characterization test. No patient involvement.

Manufacturer narrative:
During preventive maintenance (pm) performed on december 22, 2022, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause for the observed failure was a failed load cell module, likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as the load cells module exceeded normal parameters. The defective load cell module was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(4). Ccr (B)(4) was reported on may 08, 2022. The load cell module was replaced to remedy the issue.